Manufacturer narrative:
(B)(4). Unit display properly. No missing segment/partial display anomaly noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corners,

Event description:
The customer reported via phone call that the insulin pump had shadow during hot days on the screen. Customer's blood glucose level was unknown. Customer reported that when insulin pump goes away and had moisture. Customer stated piece was missing from the battery area and right under the cap. The insulin pump will not be returned for analysis.